Manufacturer narrative:
Insulin pump received with no button response due to flattened (escape and ac ) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
It was reported that the insulin pump had motor error. The customer blood glucose level was 318 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.